Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported issue regarding material rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was treat a mildly tortuous, heavily calcified de novo left circulmflex (cx) artery that was 75% stenosed. A 2.50x15mm nc trek was advanced with no issues and at the first inflation at 10 atmospheres (atm), the balloon ruptured. Another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.